Event description:
It was reported the alarm level listed as level 10 but not audible at the central station, sounds like level 2. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.